Event description:
From mw5113307: "on (unknown date), the vascade closure device was used after a cardiac ablation. The patient (my dad) was sent home on (unknown date). Today, (unknown date) he had pain in his groin, mild confusion, leg swelling, and a hematoma. I took him to the ER. According to vascular surgeon, the vessel closing device malfunctioned and resulted in bleeding. Two units of blood was transfused. Emergency surgery was performed. The affected vessel was sutures and the excess blood evacuated. The affected vessel was sutures and the excess blood evacuated. The patient (my father) was sent to ICU." No other information was provided. It is noted that they do not say how the device malfunctioned or if it caused or contributed to the adverse event.

Manufacturer narrative:
The device was not returned for physical investigation. Conclusion: while the devices were not returned for physical investigation, bleeding and hematomas are complications which may be related to the endovascular procedure or the vascular closure procedure. There is no evidence of a malfunction of the device aside from the reported statement from an unknown vascular surgeon. In addition, no evidence is provided on how the device, if it malfunctioned, would cause the issues described in the reported event.